Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a cut on hand pump. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood recipient set with a hand pump had cracked during surgery and leaked blood. The reporter stated they were using the device when the hand pump part on the top cracked open and started leaking blood. There were no visible irregularities seen with the set or its overpouch before use. There was no patient injury or medical intervention associated with this event. No additional information is available.